Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that during a procedure on (B)(6) 2012, doctor selected a lockscr 3.5 selftap l20 tan. When the nurse broke the seal of the sterilized package, it was discovered that the actual screw in the package was a lockscr 3.5 selftap l10 tan. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
An additional evaluation was performed and the report stated the following: the complained device was forwarded to the manufacturing plant for investigation. The investigation confirmed the screw (catalog number 413.020s) was packaged and mislabeled, as the labeling was for another screw (catalog number 413.010s). Further, it was also determined the screw (catalog number 413.010s) was packaged with the wrong label, as it stated this was a screw with catalog number 413.020s. The investigation showed that the failures occurred during the packaging process. It was also reported a corrective action and preventive action (CAPA) investigation has been initiated by the supplier of screws. Product code reported incorrectly as hwc should be ktt. (B)(4).

Event description:
This is 1 of 2 reports for (B)(4).